Event description:
(B)(4).

Manufacturer narrative:
Lot#: the reported lot number is 180780123. The lot number provided is not a valid synthes or supplier lot number. A review of the device history records cannot be reviewed until the lot number is validated.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
This device is used for treatment not diagnosis. Obtained from completed questionnaire received. Lot number changed per the DHR review. The lot number 180780123 does not exist at synthes (B)(4). But it is assumed that 0123 is not a part of the lot number as this is the number of our notified body. Based on this assumption the actual lot would be 18078 and this number was used for this part. The manufacturing documents of lot 18078 were reviewed and no complaint related issues were found.